Event description:
It was reported that the physician assessed that the deep brain stimulation (dbs) leads were not placed correctly when initially implanted. The patient was not receiving benefit from the therapy wherein their essential tremor symptoms were not controlled. The patient underwent a revision procedure where the right lead was replaced, the left lead remained implanted, and an additional lead was added. The patient was doing well postoperatively. The explanted lead was disposed of at the medical facility and was not returned. Boston scientific was unable to distinguish which of the serial numbers belongs to the right lead that was replaced despite good faith efforts.

Manufacturer narrative:
D2b: nhl, pjs. Correction to the initial MDR in block h6. Additional suspect medical device components involved in the event: model: db-2202-45. Serial: (B)(6). Batch: 5176039. Model/catalog description: dbs directional lead sterile kit 45cm. Unique identifier (UDI): (B)(4). The device was not returned to boston scientific for evaluation; therefore, a physical analysis could not be performed. A review of the product labeling was conducted and did not identify any anomalies. The labeling indicates that loss of adequate stimulation and symptoms such as weakness, muscle spasms, shaking, restlessness, or problems with movement are known risks associated with the use of deep brain stimulation systems.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 5176039, UDI: (B)(4).

Event description:
It was reported that the physician assessed that the deep brain stimulation (dbs) leads were not placed correctly when initially implanted. The patient was not receiving benefit from the therapy wherein their essential tremor symptoms were not controlled. The patient underwent a revision procedure where the right lead was replaced, the left lead remained implanted, and an additional lead was added. The patient was doing well postoperatively. The explanted lead was disposed of at the medical facility and was not returned. Boston scientific was unable to distinguish which of the serial numbers belongs to the right lead that was replaced despite good faith efforts.